Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in inappropriate shocks. Boston scientific technical services (ts) suspected an underinserted electrode. The device was reprogramed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations against the electrode were confirmed through product analysis as there were no discernible set screw marks noted on the terminal pin. An improper or loose connection between the device and lead terminal can cause electrical issues. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Initial inspection noted the complete electrode body was returned intact and not severed. The electrode was returned attached to the s-ICD can. A brief review of s-ICD memory noted the system impedance measurements were slightly higher than normal, however no values were reported to be out of range. Episodes in the device memory also showed possible signs of either sense b noise or noise due to under-insertion or a loose set screw. Further visual inspection of the electrode noted a bubble in the notch area, next to the sense b electrode. No set screw marks were found on the terminal pin. A slight bend in the electrode body was observed 30 millimeters from the terminal pin. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray taken of the electrode noted no issues other than a stretched high voltage distal cable, no fractures were noted. Analysis confirmed the allegations made against the electrode in the field as there were finding of improper insertion depth of the lead terminal into the device header. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the unintended use error caused or contributed to event was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header. The observed anomaly is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in inappropriate shocks. Boston scientific technical services (ts) suspected an underinserted electrode. The device was reprogramed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the s-ICD system exhibited a rise in shock impedance measurements to 120 ohms. Due to this, as well as the patient's history of previous inappropriate therapy from 2018, surgical intervention was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in inappropriate shocks. Boston scientific technical services (ts) suspected an under inserted electrode. The device was reprogramed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the s-ICD system exhibited a rise in shock impedance measurements to 120 ohms. Due to this, as well as the patient's history of previous inappropriate therapy from 2018, surgical intervention was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.